Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm indicated that the unit appears to have been dropped onto the back side. The rear cover is bent inward, damaging the cover sheet metal and breaking the pressure supply hose. The helium check valve was pushed and loosened, causing the helium leak. To address the issue the stm re-secured the helium check valve and it held solid helium for over 4 days. The stm replaced the back cover and the pressure supply hose assembly. The stm completed a full system test, calibration, functional, and safety checks, all passed to factory specifications. Released for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) leaks out helium when a tank is connected. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.